Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-02312, 2311, 2310, 2309, 2308, 2306, 2305, 2304: test (B)(6)).

Event description:
User reported 9 false positive results. Negative pcr same day. This is report 6 of 9.